Event description:
Event was determined reportable based on analysis completed on 07/28/2008. It was reported that prior to a percutaneous coronary interventional (pci) procedure, the rotablator guide wire tip uncoiled during shaping. The device had no contact with the patient. The procedure was completed with another of the same device. However, analysis revealed a fractured core wire.

Manufacturer narrative:
Product analysis could not confirm the difficulty stated in the complaint. The spring tip coils of the returned device were elongated and the core wire was fractured by the paddle, adjacent to the ball weld and protruding through the unraveled coils. Both fractured sections were sent to analytical lab for sem (scanning electron microscopy) fracture analysis. Sem results indicated that the surface pits observed within the paddle transition area did not play a role in the eventual fracture of the core wire. The fracture surface exhibited a longitudinal grain fibrous appearing structure along with a noticable lip and brake at approximately 45 degree angle. Evidence of compression and tensional forces applied on the device was noted. The core wire fractured as a result of a bending overload moment. The surface pits found within the distal paddle transition area did not play a role in the eventual fracture of the core wire. A review of the manufacturing records for this batch shows that the device met tis material, assembly and product specifications. The most probable root cause was attributed user handling due to excessive bending force applied during shaping of the distal tip.